Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue and system risk analysis (sra). Trending analysis of the odor/smells issue was reviewed from to and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for return and further analysis. The assignable cause of the odor/smell issue is likely due to the oil mist filter and catalytic converter. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Event description:
Customer mark regarding errors and odor.

Manufacturer narrative:
The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Asp complaint ref #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter and oil mist filter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. Initial reporter phone #: +(B)(6). Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of an odor/smell emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to power down the unit, discontinue use until serviced, and have staff clear the area until odor dissipates. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.